Event description:
The customer reported that during investigation of a gas loss incident, the unit sounded a steady alarm tone upon power-up. All other functions on the unit continued to operate normally. When the unit was switched to battery power, the alarm turned off.